Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the first cannula tip ¿exploded¿ when silicone oil injected in the eye. The second one, will tighten and goes past a certain point and not lock in place. The third one worked fine and stayed attached. The procedure was completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An image of the pouch labeling and the three viscous fluid control pak cannulas laying in a tray were provided. There appeared no physical damage to the cannulas in the image. No image of the syringe was available. We could not ascertain the failure mode of the device from the image. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).